Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relations to the reported symptoms which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play, the black material around the bearing. Also the inner and outer gearbox bearings are worn, with the outer bearing cage disintegrated. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing and an impression on the processor board shielding tape and back flex. The internal motor inspection was invasive, so the motor assembly was replaced.